Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that it was difficult to insert the cutter device into the attachment device. It was further determined that the attachment device was coming apart. It was observed that the serial number and ¿not for human use¿ message were hard to read and needed to be laser etched. This event did not occur during surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that it was difficult to insert a cutter into this attachment. Therefore, the reported condition was confirmed. However, the reported condition of the device coming apart was not confirmed. It was determined that the condition of cannot insert cutter, was due to the bearings being worn out, not allowing the cutter to pass through. The assignable root cause was determined to be component damage from normal wear and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.